Event description:
The customer was hospitalized for high bgs. It was reported that they felt okay in the morning and later they became ill. The customer was disconnected from the pump and has been receiving injections. Troubleshooting was performed. No alarms noticed and the insulin delivered properly. Few days later the customer's family member called to report that the pump was beeping. It was found that the customer accidentally set a temporary basal rate when they changed their set. Assisted with clearing the temporary basal rate.